Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation\migration') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psychological trauma"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: gen. Abnormal. Bleed, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), device breakage device dislocation, psychological trauma, fallopian tubes perforation, bladder problems, urinary problems., bladder infect., uti, fatigue, gi conditions, hair loss, hormonal changes, nausea, vision probs quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date updated. Lab data updated. Events: gen. Abnormal. Bleed, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), device breakage, psychological trauma, device dislocation\fallopian tubes perforation, bladder problems, urinary problems., bladder infect., uti, fatigue, gi conditions, hair loss, hormonal changes, nausea, vision probs were newly added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation\migration') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psychological trauma"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: gen. Abnormal. Bleed, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), device breakage device dislocation, psychological trauma, fallopian tubes perforation, bladder problems, urinary problems, bladder infect., uti, fatigue, gi conditions, hair loss, hormonal changes, nausea, vision probs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.